Event description:
Boston scientific crm received information from a boston scientific field representative that this patient was diagnosed with an infection, and passed away during a subsequent surgical attempt to extract the associated leads. It was reported the patient¿s superior vena cava was torn during the use of the lead extraction tool. There were no allegations against this lead.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the device was explanted due to partial insertion of the electrode and no auditory responses. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.